Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during an atrioventricular node ablation four days post-implant, loss of capture was noted on this right ventricular (rv) lead. The lead was repositioned. The patient had to undergo pericardiocentesis after lead revision, leading to suspicion that a perforation had occurred. No additional adverse patient effects were reported.